Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v149877, implanted: (B)(6) 2008, product type: lead. Product ID 3389s-40, lot# v161578, implanted: (B)(6) 2008, product type: lead. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 64002, lot# n401763, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: adapter. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# v149877, implanted: (B)(6) 2008, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID 7436, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v161578, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
Upon further review device code was removed. Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that high impedances of 3,000 to 6,000 ohms were measured on the left lead. The extension and implantable neurostimulator (ins) were replaced, but high impedances were still measured. Due to the patient¿s prior ins, they had a pocket adaptor so both extensions were replaced. After removing the pocket adaptor and replacing the extensions, the healthcare professional (hcp) plugged the extensions directly into each port of the ins. High impedances were measured to be greater than 40,000 ohms. The manufacturing representative wanted to know if there was an issue with removing the plug and using that port. The hcp tried disconnecting and reconnecting the system, but that did not resolve the issue. The patient would most likely have the lead replaced. The ins had blood in the top clear part of the device, which the healthcare professional (hcp) had not seen before. The issue was not resolved at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.